Event description:
During an in-clinic follow-up, the device was unable to be interrogated via bluetooth low energy (ble) telemetry. Abbott technical support was contacted, and the ble telemetry was reenabled to resolve the event. The patient was in stable condition.